Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had low blood glucose. Customer's blood glucose was in the low 40 mg/dl. Customer had two infusion sets that fell out of her body. Customer was out of the country. Customer will not be returning the device for analysis.